Event description:
In 2008, the patient reported that he began receiving e6 (mechanical) errors a "few" days ago. He stated that initially the piston rod would retract and he could complete the change cartridge procedure but after a "few" days of use the infusion device would alarm e6 and the piston rod would not extend. He stated that he would remove the insulin cartridge, retract the piston rod, insert a new insulin cartridge, and the piston rod would then retract. To troubleshoot, the patient was instructed to insert a new battery into the infusion device and to perform the change cartridge procedure. He stated that while retracting the piston rod the infusion device made an abnormal noise and the piston rod would not retract or extend. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.